Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continue to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation was conducted, and corrective actions have been taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low glucose reading from the adc device compared to how they were feeling. It is unknown whether the customer noted a trend arrow on the device. The customer was at an appointment with their diabetologist and felt weird but did not have any clear symptoms and assumed their weird feelings were an after effect from a recent abdomen operation. The healthcare professional (hcp) took a blood sample for the laboratory, and the customer went back home. When this blood sample was taken at that time the sensor scan was with stable scan readings (120 mg/dl). Later at around 7 pm, the hcp called the customer by phone to inform about the laboratory result. The hcp diagnosed a severe high glucose level (lab result/blutig: 800 mg/dl, sensor scan: 120 mg/dl). The hcp recommended the customer to call an ambulance and be admitted into the hospital. At the hospital the hcp removed the sensor and administered an unspecified infusion to lower the customer's blood sugar. The customer remained in the hospital for about one week for further observation. There was no report of death or permanent impairment associated with this event.